Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the guidewire unraveled exposing the tip of the metal corewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the guidewire unraveled exposing the tip of the metal corewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event coil wire unraveled the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A physical examination of the guidewire found one ball weld to have been detached from the core wire and it was not returned. The coil wire unraveled, stretched and cut/ broken into 3 pieces. Two of the coil wire portions were measured to be approximately 30cm and 72 cm in length. The third portion was still attached to core wire and could not be measured due to the damage. The core wire was bent but unbroken and was measured to be approximately 290 cm long. It was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire coil wire unraveled. Physical analysis revealed that the ball weld had detached, and the coil wire then unraveled off the core wire. Because the wire presented damage and one ball weld was not returned for evaluation, it remains unknown if the core wire failure occurred due to supplier quality, customer handling/prep of the device or procedural factors. Therefore the most probable root cause is 'undeterminable'. A device history record (DHR) review of lot 16072556 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16072556.